Event description:
A customer contacted beckman coulter inc. (Bci) stating that cartridge chemistries (cc) sample probe was leaking on unicel dxc 800 pro synchron clinical systems and many analytes were out of value. No results were reported out of the lab. No injury was reported.

Manufacturer narrative:
The leak was from the bottom of the reagent probe a collar wash. A field service engineer (fse) was dispatched and replaced multiple parts, and the issue has been resolved.